Event description:
The customer reported that the system was down due to a workstation cpu pcba. There was no communication from the machine and they cannot take an x-ray.

Manufacturer narrative:
The sbc kit was installed to correct c-arm communication error. The system is now working as intended.